Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The target lesion was located in the severely calcified right coronary artery with a 90 degree bend off the left main. The 1.25mm rotalink burr became stuck in the proximal lesion. While withdrawing the burr, the rotalink burr driveshaft/catheter broke. The physician successfully removed the wire with the burr on it as a single unit. The procedure was completed with a promus element plus stent delivery system following pre-dilation with an unspecified balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).